Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that after pulling the end off, the user found that the fixation end was broken, the procedure was completed by replacing a new device.